Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "butterflies in their chest", chest and back pressure and that their heart rate dropped. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.